Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a falsely elevated multigent ammonia of 100 umol/l when processing on the architect c8000 analyzer on a patient sample. The sample repeated twice at 70 umol/l with two different analyzers. No impact to patient management was reported. No specific patient information was provided.

Manufacturer narrative:
The field service engineer performed troubleshooting including inspection of the instrument. Crystallization and buildup was observed on a nozzle of the cuvette washer. The field service engineer determined the falsely elevated multigent ammonia ultra patient result and erratic multigent ammonia ultra qc results were attributed to the bellows set, incl rod & fitting (rohs) which was considered the likely cause part. A review of the architect (B)(4) service history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding erratic or discrepant results since the bellows set, incl rod & fitting (rohs) was replaced. A review of the product labeling concluded that the issue is sufficiently addressed. A review and 12-month search for similar complaints identified no trend of the bellows set, incl rod & fitting (rohs). A review of the architect c8000 tracking and trending data revealed no systemic issues or trends associated with the discrepant results described in this complaint. The architect c8000 erratic result rate is within acceptable limits with no trends identified. Use error may have contributed to the customer's issue as the cuvette washer nozzle was found to be contaminated/dirty. No systemic issue or product deficiency was identified.